Manufacturer narrative:
The pod will not be returned for eval - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. Based on the absence of a time line provided in the report, it is unk when the cannula became "dislodged" in relation to when her bg levels began to rise. No conclusion can be drawn. The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." By following user guide instructions, the customer would have immediately removed and replaced the pod upon noticing that the cannula was not inserted into her skin. A review of lot quantification records was performed - the lot passed the acceptance criteria.

Event description:
The customer's bg levels "began to climb" within the second day of pod wear. She experienced pain at the infusion site; after inspecting the site, she discovered that the cannula had dislodged from her skin. Her bg levels exceeded 250mg/dl while this pod was worn. The device will not be returned for eval.